Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer blood glucose at the time of incident was 110 mg/dl. Customer was able to clear the alarm and finish rewinding. Troubleshoot was performed. Pump error 25 reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error and replace battery alert. The power management tool confirmed power error and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance  electrical board . After disconnecting and reconnecting the internal battery connector on  electrical board , the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and self test.